Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case, while placing navigated screws for a tlif, all tools verified without problem but in navigation it would only navigate with two of the 4 tools. It was showing the tool in tracking details but it was not navigating it. They had to go back to the instrument menu and remove tool card and re-add it then verify to get it to work for navigation. It did this when they attempted to place all 6 screws. Intermittently shifted between different tools. The final screw did not navigate any tools at all and required them to do a full reboot to get functionality back. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.0.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.